Event description:
On (B)(4) 2011, a spontaneous report was received from an office manager regarding a (B)(6) old female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included supraventricular tachycardia (svt) (also reported as "heart rhythm issues") that was under control and previous injections of restylane (cross-linked hyaluronic acid dermal filler), perlane (cross-linked hyaluronic acid dermal filler), and juvederm (cross-linked hyaluronic acid dermal filler) without any described issues. The patient had no known allergies. The patient's skin type was fitzpatrick ii. Concomitant medications included baby aspirin (asa) at orally daily and advil (ibuprofen) at 1 orally as needed when the patient played tennis. The patient received an injection of restylane-l from a 0.5 ml syringe on (B)(6) 2011; 0.2 ml was injected in the tear troughs, the inferior orbital area, on each side. The patient did not receive any pre-procedure medications. Additional procedures performed at time of implantation included injection of juvederm ultra plus (cross-linked hyaluronic acid dermal filler) into the nasolabial and labiomental folds and injection of botox (onabotulinumtoxina) into the forehead, glabellar, and periocular areas. On (B)(6) 2011, during the implantation, the patient felt a sharp pain, like an electrical shock, over the infraorbital rim where she was being injected. The sharp pain resolved immediately. Later in the day on (B)(6) 2011, the patient noted numbness at one or both of the injection sites. It was initially thought that the numbness had improved by early afternoon on (B)(6)2011; however, by (B)(6) 2011, the patient reported to the injecting clinic that the numbness was worse and had "moved into her teeth." The patient had not been seen by the injecting physician, but had been seen by several other unspecified doctors since the implantation. The injecting physician believed that the treatment may have inflamed or caused swelling around the nerve or that the needle may have pierced the nerve. As of (B)(6) 2011, the numbness was ongoing and patient had not received any treatment for the events. The office manager reported that the injecting physician felt the events were related to the treatment. The office manager reported that the severity of the events was unknown. The lot number and expiration date for restylane-l were 10917 and jun-2012, respectively. On (B)(4) 2011, additional information was received from the office manager. The office manager indicated that the patient's symptoms continued. Additional information has been requested. Company comment: the events have been assessed as possibly related to injection technique and not the product itself. In addition, the patient received juvederm ultra plus and botox. Unable to assess the events to treatment. See scanned page.